Event description:
Patient with history of chronic lymphocytic leukemia underwent implantation of portacath access system for IV access of chemotherapy on 06/04/96, was admitted 10/29/97 with a diagnosis of malfunctioning port (no history of problem was document) patient was brought to surgery for removal explantation of the portacath. Upon examination, the tubing had fractured. A new portacath was implanted, and there was no adverse outcome to the patient.